Manufacturer narrative:
Product event summary: analysis found that both output connectors were broken. The epg passed all incoming functional testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator (epg) originally returned for testing and calibration subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.